Event description:
Manufacturer received a call from the clinic that the patient passed away. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reportable since device issue/event has or may have caused or contributed to a death.

Manufacturer narrative:
The manufacturer previously reported that a call was received from the clinic that the patient passed away. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Update: the manufacturer received information alleging a patient with a dreamstation st30 has passed away. The reported event makes no allegation of any device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harm reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. The dreamstation st30 was returned to a third-party service center for evaluation. Additionally, the evaluation of the device data identified error code that was not linked to the mentioned adverse event. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. Updated: patient outcome code grid updated. Evaluation method code grid updated. Evaluation results code grid updated. Component code grid updated. Conclusion code grid updated.